Event description:
Pt fell down inside flight of stairs, slid down on left side on which lead was implanted. Upon examination lead fracture was found. Patient believes fall contributed to problem. Patient doing well.